Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed voltage drops and evidence of short battery life. During testing, the pump powered on properly with the returned battery cap. No damage was found to the battery compartment. The current draws did not measure within specifications. The pump case was removed with no evidence of moisture ingress or loose components observed; however, the cgm board was found to be drawing a high current. The cgm board was unplugged, and the current draws returned within specifications.

Manufacturer narrative:
Follow-up #2 - correction to follow-up #1 the pump has been returned and evaluated by product analysis on 08/11/2015

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.